Event description:
It was reported that the patient experienced a low glucose event while at home, receiving a device low-glucose alert around bedtime after announcing dinner as usual; the patient self-treated with oral glucose and requested a nighttime target adjustment, with no device malfunction identified and no specific component implicated. Symptoms included hypoglycemia characterized by dizziness and a recorded glucose nadir of 64 mg/dl. Outcomes included the need for unexpected medication intervention in the form of oral glucose, with recovery to 95 mg/dl and no serious injury or illness. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to attribute a medical device problem and no device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.